Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: restenosis requiring medical intervention to prevent permanent impairment. Device issue: no device malfunction has been reported. It was reported via a trial that the index procedure was in 2008, and a 2.75 x 15mm xience v stent was deployed in the 2nd diagonal lesion to treat in-stent restenosis of a previously implanted des stent. The following month, the patient returned to the hosp and required an additional stent procedure for the restenosis. No additional event or patient info is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident info. Restenosis of the stented segment of the artery is a known possible outcome of coronary stenting procedures, and is listed in the IFU as a potential adverse event. The hospitalization and follow up procedure were performed as treatment for the restenosis. In this case, the xience sds was used to treat a previous in-stent restenosis. Based on the incident info, a definite root cause for the restenosis and the relationship to the device, if any, cannot be determined, however, there are no indications of a product quality issue contributing to the outcome of the procedure.